Manufacturer narrative:
Product evaluation on 8/11/2020 showed one 25ga bi-blade vit cutter was returned loose in a plastic zip lock bag. The original packaging was not returned. However, a small piece of the pack label was taped to the tubing. The piece of label indicates that the cutter is a component of an se5425mvb pack from lot w6748. The rest of the pack components were not returned including the tip protector. The needle is bent, the port window is in the opened position, there is fluid in the tubing and the back cap is correctly aligned with the vent holes in the sides of the cutter body. The connectors were inspected and no damage was found. A functional test performed using a stellaris elite system showed the cutter did not cut. The inner needle is binding up and does not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. While the product evaluation showed the cutter did not perform properly the root cause could not be determined due to the damaged condition in which the cutter was returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The investigation is complete.

Manufacturer narrative:
The device has been requested and has yet to be returned for evaluation. It is reported that although there was patient contact, there was no patient impact or injury. The investigation is ongoing.

Event description:
During surgery, the doctor reported that the vitrectomy cutter ¿didn¿t move the way it should¿. A new pack was opened and used to successfully complete the case.